Event description:
Phlebotomy was drawing blood using a 23g butterfly needle. When the needle was attempted to be adjusted, the wings disconnected from the needle. Phlebotomy had to remove needle from the arm and apply pressure.